Event description:
The customer reported a precharge voltage error message. This error will prevent the system from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cap module charger board and battery pack assy were evaluated and replaced. The system was tested and found to be working as intended and returned to service.